Event description:
A distributor in (B)(4) reported that an rt443 adult heated breathing circuit kit was missing a connection tube. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4): this product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the returned rt443 breathing circuit kit was visually inspected for missing components. Results: a pressure line adaptor assembly which consists of a tube and adaptor was missing from the breathing circuit kit. A lot check revealed no other complaint of this nature for lot number 100106. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted pressure line adaptor assembly. A missing pressure line adaptor assembly in an rt443 breathing circuit kit would typically be detected during set up prior to patient connection. (B)(4).